Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I es results were obtained from two patient samples while using the vitros 5600 integrated system. The investigation was unable to determine the assignable cause of this event. The investigation determined the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The assignable cause of this event is unknown. However, a pre-analytical sample handling, an instrument issue and a reagent issue cannot be ruled out as potential contributing factors.

Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from two patient samples (patient 1 = 0.182 vs. Expected <0.012 ng/ml; patient 2 = 0.189 vs. Expected <0.012 ng/ml) processed on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected troponin I es results were not reported from the laboratory as the laboratory policy is to repeat all samples with a troponin I result greater than a laboratory defined limit. There was no allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number 1601866 / ivd 324420.